Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose yesterday. Customer's blood glucose was unstable due to stress. Customer declined troubleshooting for low blood glucose. Customer's blood glucose was 34 mg/dl at the time. Customer blacked out at 36 mg/dl. Customer does not have symptoms when she gets low. Customer mentioned that she was treated by paramedics. Customer called back and she stated that she was admitted to a hospital on (B)(6) 2015 with a blood glucose of 36 mg/dl. Customer was treated with glucagon by the paramedics. Customer was also hospitalized on (B)(6) 2015 with a blood glucose of 67 mg/dl. Customer was not sure but her blood glucose could have been 64 mg/dl or 74 mg/dl. Customer had a high blood glucose up to 523 mg/dl. Customer suspended the pump and removed it. Customer was released from the hospital on (B)(6) 2015. Customer stopped using the bolus wizard.